Manufacturer narrative:
Submitted: 08/08/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed call service alarms recorded. A rewind, load and prime sequence was performed without issue. The pump was exercised for 24 hours with no delivery issues. The pump was opened for investigation and revealed a damaged motor wire. The display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: dim and discolored display.